Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction had occurred. The wearable was inserted into the arm on (B)(6) 2025. Prior to sensor insertion the area was prepped with alcohol. On (B)(6) 2025, the patient experienced pain at the insertion site and chose to take out the sensor early. After the sensor was taken out, the patient noticed redness, swelling, inflammation, and an abscess at the needle puncture site. He had an itching sensation in the area. The patient¿s wife who is a nurse, applied over the counter neosporin ointment to the reaction site. On that same day, they visited the emergency department (ed) where the attending physician evaluated the insertion site, made an incision and drainage (I&d), and prescribed an oral antibiotic medication (doxycycline (tetracycline) 100 mg capsule, to be taken twice daily for 10 days). The md did not numb the skin prior to the I&d and used surgical glue to close the incision. The patient was discharged home after three hours and had his prescription filled. At the time of follow up contact on (B)(6) 2025, the wound had already healed, and the patient was in good condition. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). B5 describe event or problem - correction to the following statement in the initial MDR, "at the time of follow up contact on 07/30/2025, the wound had already healed, and the patient was in good condition."

Event description:
At the time of follow up contact on 08/04/2025, the wound had already healed, and the patient was in good condition.